Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not deliver therapy when required. Commanded shocks were delivered using a programmer, and the patient was admitted to the ICU. The patient expired two days later.